Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low meter to meter blood glucose test results. The customer is concerned with tests results obtained of 94mg/dl using the meter versus 114mg/dl using competitor's meter. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom (although customer states bathroom is not being used). During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/25/2020 and open vial date is undisclosed. Customer does not recall if results were obtained fasting or non-fasting. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation.